Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer had high blood glucose's, belt clip broke and crack screen. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The following were noted during visual inspection: minor/deep scratched display window, scratched case, pillowing keypad overlay and scratched keypad overlay. The insulin pump was received without the original belt clip. Unable to verify damage to the belt clip. No damage noted on the belt clip rails. No anomaly noted when installing or removing the test belt clip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. The pump was received without the original belt clip. Unable to verify damage to the belt clip. No cracked display window or cracked lcd glass noted. The insulin pump had a minor/deep scratched display window. Unable to confirm alleged high blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 425 mg/dl and the current blood glucose level was 167 mg/dl. Customer treated high levels with insulin drip. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Insulin pump had crack on screen and belt clip was broken. Insulin pump was not working. The customer declined to troubleshoot. The insulin pump will be returned for analysis.